Event description:
Per the clinic, the patient experienced recurrent infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the implant magnet was explanted on (B)(6) 2025, and the internal fixture remains. It is unknown if there are plans to reimplant the patient as of the date of this report.